Event description:
ICD / lead malfunction / fracture. Pacemaker dependent pt with syncope and intermittent failure to pace. Lead pin was properly secured and ruled ut as cause (surgery #1). "Due to continued 1077 pt comparing of timer, rv lead was explanted and new lead implanted." No further syncope. Lead was sent back to medtronic for evaluation. Per report, no lead abnormality. Medtronic rv lead 6935 sprint quattro secure sn: (B)(4). (B)(6) 2011.